Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 5.2, 1.7. Inratio results: initial = 5.2, repeat = 1.7. Therapeutic range: 2-3. Time between tests: 5 minutes. Pt self tester was milking finger after finger stick; unable to obtain sufficient blood sample; sample was not applied immediately after finger stick.